Event description:
It was reported that the patient's right atrial (ra) lead dislodged eleven days after implant. The physician revised the ra lead, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).